Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms, which were consistent with suspected thrombus ingestion; however, a specific cause for the reported events and suspected thrombus ingestion could not be conclusively determined through this evaluation. Review of the submitted log files confirmed an acute decrease in flow on (B)(6) 2025 down to 0.0 liters per minute (lpm) with a low flow alarm. During the acute decrease in flow, pulsatility index (pi) and power also decreased. A significant increase in rotor noise was also captured around the low flow onset. After approximately 30 minutes of the low flow, the controller was exchanged. After the controller exchange, device parameters returned to the patient¿s baseline, and the low flow alarms resolved. The log files captured the system operating at the set speed without issue, and there were no other notable findings or alarms. Thrombus ingestion was suspected through review of the submitted log files due to the noted increase in rotor noise in the setting of an acute decrease to 0.0 lpm flow with decreases in power and pi. Suspected thrombus ingestion was further corroborated through the absence of device faults or alarms indicative of a potential device issue. Additionally, the returned controller was found to operate as intended, refer to the controller investigation regarding its evaluation. A specific cause for the suspected thrombus could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism. Section 1 also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. Section 5, "surgical procedures" of the IFU (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, rev. A is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that after discussion with abbott engineers, thrombus was highly likely but wasn't confirmed. It was noted that the patient had a history of left atrial appendage (laa) thrombus.

Event description:
It was reported that the patient experienced low flows on (B)(6) 2025. Log files were sent for review. Log files showed a few lines of data from (B)(6) 2025 following the connection to the system controller. The system controller captured low flow alarms beginning at 4:29am on (B)(6) 2025. Patient flows dropped to 0 lpm and did not rise again prior to the driveline being disconnected at 5:01 am. The system controller was exchanged, and the original system controller was offered for evaluation. Following the connection to the current system controller, there were no noted low flow alarms. The patient was asymptomatic, and the device returned to normal with the new system controller. The reason for the system controller exchange was solely due to the abrupt change in flow at the time of the interrogation. All troubleshooting was completed. The patient was stable before the witnessed low flows, during the low flows, and after the system controller exchange. The cause of the abrupt change in flow was not clinically identified, but the team felt it was a system controller malfunction. A point-of-care ultrasound (pocus) was performed for diagnostic testing. The pump log files seemed to indicate an acute drop in flow, which was accompanied by an acute drop in pulsatility index (pi) suggestive of an acute obstruction. It was said pump log files also showed a sudden increase (2-3x) in rotor displacement and noise, suggestive of something interfering with the rotor which was suspicious of thrombus ingestion. The system controller exchange seemed to have resolved all events with the displacement and noise going back to normal/baseline levels. There were no other unusual events recorded in the log file event history. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The system controller was intended to return for review as it was shipped out on (B)(6) 2025.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was confirmed that there was no evidence of thrombus ingestion or hemolysis. It was said there was a suspected electrical system controller issue.

Manufacturer narrative:
Additional information was received which requires updates to section b5 and codes.no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.